Manufacturer narrative:
Physio-control further reviewed the device's electronic test record from the event and observed that the power on/off button was pressed by the user during the reported event, which turned the device off. It is reasonable to conclude that the cause of the reported issue was determined to be due to a user error.

Manufacturer narrative:
(B)(4). Physio-control performed an initial evaluation of the customer's device and was unable to duplicate the reported issue. Physio downloaded the device's electronic records from the event for review and was able to verify the device powered off during the event. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that during a patient event, the device charged up to deliver a shock; however, after pressing the shock button, the device turned itself off. An ambulance arrived on scene and provided therapy using their device. The customer advised that there were no adverse effects to the patient as a result of the reported issue. The patient survived the event.

Manufacturer narrative:
The customer was provided a replacement device. As a result, physio-control was able to perform additional testing on the device. Physio opened the device to perform an internal examination where it was observed that a ferrite bead, located on the speaker wire harness assembly, had fractured into multiple pieces and was loose within the device. While it could not be confirmed, it is possible that a piece of the fractured ferrite bead may have caused an electrical short that resulted in the device losing power. If this occurred, it would have logged the event as a ¿user power off¿ in the device¿s electronic test record. The cause of the reported issue could not be conclusively determined.